Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked on the lower front edge. A review of the event history log identified motor rate error. During functional testing using the occlusion test, the reported issue of motor rate error was unable to be duplicated. Optical sensor on the main board was covered in teflon shaving causing an intermittent motor rate error. The root cause of the problem was related to design. Cleaned optical sensor on main board, replaced teflon washers with an updated delrin washer, and replaced worm gear, worm coupling, both clutch halves, and lead screw for preventative purposes. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a motor rate error. No patient injury was reported.